Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. Boston scientific technical services (ts) explained about diaphragmatic stimulation and referred to clinic for evaluation. Additional information received which indicated that this lead has dislodged, and an attempt was made to reposition this lead, however, unable to get access due to tortuosity. Left ventricular (lv) lead port was plugged. Furthermore, the phrenic nerve stimulation (pns) was lead related and patient anatomy was the reason for dislodgement. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.